Event description:
Procedure: gastrectomy. Reportedly, the staples was fired across the duodenal stump. However, the middle section of the intestinal tissue did not close properly. The report indicates there was bile leakage. To mitigate the issue the stapler was fired again over the tissue.